Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on 5/27/2019, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced left sided capsular contracture (baker¿s grade unknown) and right sided device migration post procedure. The right prosthesis was stated to have been migrating down and to the right. As a result, the devices were explanted on (B)(6) 2019. This report relates the left prosthesis. See 1645337-2019-11182 for contralateral prosthesis report.